Manufacturer narrative:
(B)(4). Concomitant medical products: ep-107825, e-poly 40mm maxrom lnr sz25, 762330, 650-1058, cer bioloxd option hd 40mm, 936160 16-116058, rnglc+ ltd hole shell sz58, 109120, 51-104180, tprlc 133 t1 pps ho 18x156mm, 3096152. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00761, , 0001825034-2019-00765, 0001825034-2019-00833, 0001825034-2019-00835. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately two years after a left hip revision procedure, patient exhibited wound drainage. Patient also experienced some swelling and a superficial skin infection, and was later found to have a deeper infection. Subsequently, patient underwent a revision procedure due to joint infection of coagulase-negative staph bacteria. It was reported that a tear rent was noted in the fascia along with purulence to joint. Implants were explanted and spacers were placed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of review of operative notes. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during the revision, the patient experienced approximately 4000 ml of blood loss and thus received 10 units prbcs and 3 ffp intraoperative and postoperative. Patient was transferred to ICU due to hypovolemic shock, respiratory failure, and required mechanical ventilation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.